Manufacturer narrative:
(B)(4). Sv 3.1e. On (B)(6) 2021 customer returned pump for an alleged damage reservoir compartment. Insulin pump received with multiple cracks on the case. The pump passed the displacement test and the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Broken reservoir tube lip, missing reservoir tube o ring and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had completely broken reservoir tube lip. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.